Manufacturer narrative:
Device is a combination product. (B)(4): the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. It is likely; based on the type of damage evident that the crimped stent may have encountered resistance & subsequent damage during advancement attempts. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 255mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The balloon proximal balloon cone profile appears damaged and shows evidence of the balloon material having been stretched and as a consequence shows signs of permanent strain. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31october2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 32 x 2.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. However, resistance was noted during advancing and the device was unable to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damaged and hypotube break.